Event description:
Dr performs test on my knee and immediately admits me to hosp. The next day surgery is performed. It is determined that I have an acute staph infection and that my wmgi implant has actually broken. The implant is removed and a temporary plastic spacer is installed. They begin treating me with vancomycin. I have a reaction to this and my liver enzymes elevate. I am removed from the vancomycin. Treatment is begun with an alternative medicine. I remain in hosp for one week. At this point they make arrangements for me to receive daily infusions at med ctr. I receive these threatments on a daily basis. During the infusion process my PICC lines fail twice and I am required to return. I am then required to wait 30 days to see if the infection has cleared. The infection is clear. I returned for surgery for a new knee implant. I am required to undergo intense physical therapy. My current status is I am recovering for the incident overall.